Event description:
It was reported that patient with this right atrial (ra) lead experienced perforation. This ra lead was explanted on the same day, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: device codes. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing cannot identify any lead characteristics that would have resulted in the clinical observation of perforation. No lead issues were noted that would have made perforation more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that patient with this right atrial (ra) lead experienced perforation. This ra lead was explanted on the same day, and a new lead was implanted. No additional adverse patient effects were reported.